Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during spinal surgery in (B)(6) 2013, the clear insulation on the coated electrode detached from the electrode when the scrub nurse was cleaning the electrode. There was a lot of eschar and vigorous cleaning of the device was necessary. There was no patient injury. The incident sample was discarded by the site.